Event description:
Was reported that the sensing function of the external pulse generator was not picking up the patient heart beat. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the generator was unable to detect the patient's heart beat. The generator passed all incoming tests with no anomalies found. (B)(4).